Event description:
It was reported that one week post implant it was noted on remote transmission that there was some fluctuation in atrial impedance, but the measurement was within range. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead (B)(6) 2013. (B)(4).